Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that in trying to remove the lag screw of a gamma nail in the patient's right leg, there was some bone growth over the lag screw preventing the driver from fully engaging the screw. After trying to remove some of the growth, surgeon again attempted to remove the lag screw. The four prongs which make contact with the head of the screw broke off. Another driver was retrieved from a back-up set. Surgery was completed successfully, with a delay of approximately 5 minutes. No adverse consequences were reported.

Manufacturer narrative:
Correction: section d4 (lot#). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history, some of the possible root causes are: failure to follow operative technique guide- inadequate usage a. Failure to remove any bony ingrowth which may be obstructing the outer end or internal thread of the lag screw as necessary to enable the lag screwdriver to engage fully. Application of too high torsional forces in untightening lag screw. The operative technique guide advises to check if ingrowth does not obstruct secure engagement of the lag screwdriver and to turn the lag screw screwdriver slightly clockwise to loosen possibly bony ingrowth in the screw threads before turning it counter clockwise. No indications of manufacturing or design related problems were found during the investigation. The device had been in use for a long time (manufactured in 2009), therefore it can be assumed that it had fulfilled its tasks in former surgeries as intended. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that in trying to remove the lag screw of a gamma nail in the patient's right leg, there was some bone growth over the lag screw preventing the driver from fully engaging the screw. After trying to remove some of the growth, surgeon again attempted to remove the lag screw. The four prongs which make contact with the head of the screw broke off. Another driver was retrieved from a back-up set. Surgery was completed successfully, with a delay of approximately 5 minutes. No adverse consequences were reported.